Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the left circumflex (cx) artery. A 3.50x12mm nc trek balloon dilatation catheter (bdc) was advanced but could not cross the difficult anatomy. The bdc was removed with resistance from the anatomy and a non-abbott balloon was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.